Event description:
It was reported that the patient was experiencing a burning sensation at the ipg pocket site when battery level gets low. It was also mentioned that the patient had difficulty charging the ipg. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned.